Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the ¿tubes¿ are getting stuck in the lid of the bd complete kit for microbiology & ua chemistry urine testing cup lid. This made ¿it difficult to pull out and some clinicians have been stuck. Approximately 28 clinicians have been stuck.¿ there was no reported medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the ¿tubes¿ are getting stuck in the lid of the bd complete kit for microbiology & ua chemistry urine testing cup lid. This made ¿it difficult to pull out and some clinicians have been stuck. 28 clinicians have been stuck.¿ there was no reported medical intervention.